Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced the catheter separating from the hub. The following information was provided by the initial reporter: attempting to insert IV into vein while advancing IV catheter the vein began to curl. I then withdrew the IV and noticed the catheter was separated from the IV sideways.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced the catheter separating from the hub. The following information was provided by the initial reporter: attempting to insert IV into vein while advancing IV catheter the vein began to curl. I then withdrew the IV and noticed the catheter was separated from the IV sideways.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified: the initial reporter notified the FDA via uf/importer report#: mw5112496. The customer's address is unknown:  (B)(4) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.